Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 10 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.